Manufacturer narrative:
The DHR was reviewed and indicated no abnormal processing. The lot in question met all specifications prior to its release. There have been no ncrs or capas associated with this lot. Flex fr IFU (p/n 40002-06-2) lists the following as potential adverse effects: "extrusion or migration of the bone void filler, as is possible with any bone void filler, resulting in pain, neural impingement, physical impairment, irritation or wear of an articulating joint, or loss of function; any of which may require revision surgery." As such, no updates are required for the IFU. Based on the information gathered, there is no causal link between the product and the migration. Potential contributing factors to consider are the patient physiology/condition, and/or concomitant devices used for the surgery.

Event description:
Per email: male 56 years. Tlif procedure (B)(6) 2020. Setting up ifactor. 950.050 lot 20l0135 in the cage and in the posterolateral hyperalgic low back pain and subcutaneous collection at 3 months post-operative surgical recovery by following. Currently in probable pseudarthrodesis, is better but remains painful.